Event description:
It was reported that a dissection occurred. The target lesion was located in the middle left circumflex artery (lcx). The lesion was pre-dilated with a 3.50 x 12 mm semi-compliant balloon. A 24 x 3.50 mm promus elite drug-eluting stent was deployed and post-dilated with a 3.50 x 12 mm non-compliant balloon. A distal stent edge dissection was observed. The dissection was further described as type a and non-flow limiting. The dissection was covered with another drug-eluting stent device and the procedure was completed. The patient fully recovered and was doing well post-procedure.